Manufacturer narrative:
(B)(4). Device was returned to manufacturer and date device was returned to manufacturer was 11/27/2018.

Manufacturer narrative:
(B)(4). Batch # p93r10. Investigation summary: the device was returned with no apparent damage. The device was connected to a test handpiece and tested on a gen11. The generator immediately displayed the "replace instrument" alert screen and the device could not be activated for further functional testing. The device was then connected to the eeprom reader and the eeprom was found to be corrupted (instrument eeprom read verification mismatch). The device was disassembled to inspect the internal components and no anomalies were noted. It is possible that the issue encountered was due to the hp054 handpiece contacts being dirty. It is recommended that the gold handpiece ha contacts be cleaned periodically or when dirty. Failure to do so can result in lost device function. The batch history record was reviewed and no defects, nc¿s, or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, the titanium tip broke. The broken piece was retrieved by forceps and was discarded. Changed to another device to complete the procedure. There was no report on patient injury.